Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to incomplete insertion of electrode which leads to infection at the implant site (date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed on a 1 week course of antibiotics (type not reported). Device analysis report attached.

Manufacturer narrative:
Correction: the previous and initial MDR submitted on october 10, 2024, and september 09, 2024, was filed inadvertently. Middle ear infections are not device related, therefore, antibiotics not considered reportable.